Manufacturer narrative:
H3: analysis found that there was no obstruction of the inside diameter of the main tube when received. A syringe was used to inflate the cuff with 15cc. There was no delamination of the main tube inside diameter even when pressure was applied. Pressure was continually applied to the inflated cuff for 5 minutes and it was verified there was no obstruction of the inside diameter (the ventilation path). The murphy eye was opposite to the printing; the distal bevel was on the printing side; the inflation assembly was on the interior of the tube radius; the tube is 7mm as labeled; there were no anomalies in the configuration of the features. The machine adapter was in place and in good condition. An anomaly was present in the main tube near the 28cm mark. The tube diameter increased on the inside and on the outside of the tube radius (0.392¿), while the diameter decreased 90 degrees away from the inside and outside radius of the tube (0.365¿). The anomaly is consistent with the tube being excessively bent or bitten at this location. The manu facturing instructions require production to ¿verify tubes are free of visible damage or defects¿. There was no allegation of a defect prior to intubation. H6: the fdm 4114, fdr 3221 and fdc 67 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the hcp had issues to ventilate the patient. The ventilation was not good, the tube was plicating. The manufacturer representative thinks that the hcp had an issue with the patient installation, so the tube plicated, and the ventilation was not good, it¿s not due to the product.

Manufacturer narrative:
H6: fdp c50675. No longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was reported that the issue has been discovered before the beginning of the procedure. The patient was not ventilated correctly due to the tube issue. A visual alert came from the anesthesist respiratory machine they had changed the tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that during thyroidectomy, the surgeon used a flex tube but did not work and was changed before the procedure. There was no patient impact.